Manufacturer narrative:
Clarification for patient dob listed as (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, deflation, concern for textured implant device.

Event description:
Healthcare professional reported "textured implants- saline deflation" and capsular contracture baker grade unknown on left side. The device has been explanted.

Event description:
Healthcare professional reported "textured implants- saline deflation" and capsular contracture baker grade I on left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior, wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified: striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "textured implants- saline deflation" and capsular contracture baker grade unknown on left side. The device has been explanted.